Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the clip did not fire and cross fire did not occur. There was no reported adverse event or patient injury. The operation was extended by over 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one clip applier opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with six remaining clips. Visual inspection noted that the collar under the shaft cover was bent. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument could not be performed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure or complaint for this condition. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component, allowing the clips to eject from the device jaws unformed or twisted. Firing a clip over an obstruction may result in malformed clips, which may cause lack of hemostasis or damage to the instrument jaw. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.